Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the valve support in mitral valve repair, the device needle broken mid-shaft. They then used another suture in order to complete the case. There was no patient injury.